Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states no led lights.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel was defective causing the led lights not to illuminate, which confirmed the original complaint issue.

Event description:
Provider states no led lights.